Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's mother that the customer had to change three sets due to no delivery alarms. The customer's blood glucose was 400mg/dl and treated with manual injection. When the first set was removed they saw bleeding and patient had stated something was wrong. The customer stated he cannula was bent.